Event description:
During eval of a cycler for a non-reportable problem, MFR found that cycler was delivering inaccurate volumes to the pseudo pt. The cycler was showing that the programmed fill volume was delivered, but the drain volumes were unusually high. The highest drain volume was approximately 194% of the programmed fill volume.